Event description:
It was reported that the pt went to the hosp in 2005 due to a fracture of his left femur. He underwent an ic nail fixation with stryker products. After the operation, x-rays showed that the fixation of the bones was fine. He was released from the hosp after three wks. Six month later, the pt felt pain in his leg. He wen to the hosp the following day, and found the nail broken. He underwent revision surgery to replace the nail.

Manufacturer narrative:
Summary evaluation: a review of the device history records for the nail excluded a fault in material or manufacturing. Examination of the breakage surfaces revealed, that the cause of the breakage of the material fatigue due to overload after a period of implantation of approx. 7 months. Worn areas on nail and corresponding locking screws indicate that the implant had suffered high and/or permanent load cycles. A more precise conclusion is not possible, because (useable) x-ray images as well as decisive information about, trauma, indication, special loadings and complications is not available. With repsect to the aspects discussed we regardd to this case as patient related.